Event description:
It was reported that the carescape b650 monitor was appropriately displaying red alarms and the alarm light was flashing, but no audible tones were sounding. No pt injury or delay in treatment was reported. Ge healthcare's investigation into the reported occurrence is ongoing. A f/u report will be submitted when the investigation results are available.